Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was readmitted for gastrointestinal bleeding (gib) with dark stools, and international normalized ratio (inr) of 2.9. The pt's pump speed was decreased and further testing is being done. The hospital is monitoring the pt's stools, hemoglobin and hematocrit.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.